Event description:
The pt's husband reported the pt died. The husband stated he believes the infusion device generated several error messages making the device unusable and on one occasion, the pt resorted to injecting insulin via syringe. No further info is available. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.